Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet with a dexcom g6, with a blood glucose reading of 66 mg/dl when cgm readings resumed, and the user chose to treat the low independently. Symptoms included hypoglycemia. Outcomes included no reported long-term effects and no alarms or alerts noted. Investigation included user troubleshooting and education completed by support. Investigation of this case revealed a cause that was unclear. It was concluded that the event was device-associated but without a determined root cause.